Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-153686 is a concomitant. Please refer to manufacturer report number 2016493-2023-153685, which captured the correct suspect device per investigation report.

Event description:
It was reported that the patient was on epidural/pca of bupivacaine-hydromorphone 0.5mg. The order for infusion was 6ml continuous infusion along with a dose request 2ml bolus dose with a 20-minute lock out. The patient had experienced over sedation and as a result required narcan. On the customers internal review of the infusion report, customer stated "it looks like they only set up the 6 ml/hr. Continuous." The customer reported that there was no device malfunction. The customer is requesting the manufacturer to perform a keystroke log review to assess if any 2ml bolus doses were programmed and given.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the patient was on epidural/pca of bupivacaine-hydromorphone 0.5mg. The order for infusion was 6ml continuous infusion along with a dose request 2ml bolus dose with a 20-minute lock out. The patient had experienced over sedation and as a result required narcan. On the customers internal review of the infusion report, customer stated "it looks like they only set up the 6 ml/hr. Continuous." The customer reported that there was no device malfunction. The customer is requesting the manufacturer to perform a keystroke log review to assess if any 2ml bolus doses were programmed and given.